Event description:
The nurse (injector) has stated that the patient was injected with revanesse versa in the tear trough area on friday may 4th (total of 0.8cc) the ptient called the nurse back on monday may 7th complaining of severe swelling.